Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error (se) 20603 (monitor motor runaway). A flow accuracy test was performed, and the result was within product specifications. During functional testing, the reported issue "a green screen with black marks appeared, and the baxter logo was bouncing around on the display" could not be reproduced; the device ran as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported se 20603 was verified; however, the display issue was not verified. The cause of the se was determined to be a faulty mechanism. The mechanism will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error 20603 (monitor motor runaway). This occurred during a training session. After starting a primary infusion and changing the rate, a bolus was administered. The error occurred after the bolus was canceled and the total amount administered was cleared. When the pump was powered down and restarted, a green screen with black marks appeared and the baxter logo was bouncing around on the display. Turning the pump off and on again produced the same screen with the logo still bouncing. There was no patient involvement. No additional information is available.